Event description:
It was reported that the devices were spitting clips. Another device was used to complete the case. There was no consequence to the pt. Two device being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.